Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The patient was given heparin, and the physician performed the transseptal puncture. After completing the transseptal puncture the patient was given more heparin and the physician positioned the was in the laa of the patient. The pigtail catheter was removed and the wds was prepared to be used. There was no bleed back when the pigtail catheter was removed so the physician removed the was from the patient. A thrombus was noted to be present inside the was. A new was then used to successfully complete the procedure. There were no patient complications that occurred as a result of this event.